Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID 37085-60, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 37085-60, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 3387s-40, lot# v515921, implanted: 2010 (B)(6); product type lead product ID 3387s-40, lot# v515921, implanted: 2010 (B)(6); product type lead. (B)(4).

Event description:
It was reported that there was an impedance greater than 40,000 ohms on contact 3 during replacement. The lead was removed and reinserted, but the impedances were greater than 40,000 ohms on all contacts. The implantable neurostimulator (ins) was confirmed to be in the pocket during testing. The extension was removed and reinserted and the impedances were around 5,000 ohms. Later that day, it was reported that the impedances prior to replacement were all within normal range on both sides. Initially on the left side electrode 3 was over 5,000 ohms, but not over 40,000 ohms. The extension on the left side was removed and reinserted and all impedances were greater than 40,000 ohms still. The extension was tested with the old ins again and impedances were within normal range. Another new ins was opened and impedances were still elevated at 10,000 and 40,000 ohms on pairs. The first, new ins was reconnected and the left side was still greater than 40,000 ohms. The reporter was less sure about the right side as she did not have those impedances in front of her. The extensions were not loose and lined up. The connection between the ins and extension seemed good on the left side and the electrode configuration was confirmed to be correct. The impedances were run with a different clinician reporter, but nothing changed. The right side was then reported to be elevated as well. After running stimulation for several minutes the impedances were rechecked. One contact on the left side normalized, but the rest were still high, and the right side had a ¿random pattern.¿ it was noted that nothing occurred during the procedure to the extensions or components. The reporter stated that they would probably stay with the first, new ins. About two and a half weeks later it was reported that the patient continued to have high impedance readings. The reporter was getting ready for a revision on the day of the report. Additional information was requested, but was not available as of the date of this report.

Event description:
Every electrode combination was over 40,000 ohms except case and 0 on both sides. The high impedances did not resolve so the surgeon did a revision and found the electrodes were not correctly lined up in the implantable neurostimulator (ins). No lead fractures were seen and therefore it was determined to be a user error. The surgeon replaced the ins and lined the electrodes up correctly. The patient was doing well.